Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04049 / 04050).

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for the patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ion levels, pain, dislocation, discomfort, loss of range of motion, loss of mobility, nerve damage, trouble walking, problems sitting, standing and moving up & down stairs, and unspecified complications with her left hip. The modular head was removed and replaced with a modular head and an active articulation liner. It was reported that the patient underwent further revision on (B)(6) 2014 due to unknown reasons. The modular head was removed and replaced with a ceramic head and a taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4).

Event description:
Legal counsel for patient reported right hip revision approximately 8 years post-implantation due to patient allegations of elevated metal ion levels, pain, dislocation, discomfort, loss of range of motion, loss of mobility, nerve damage, trouble walking, and problems sitting, standing and moving up & down stairs. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records reported right hip revision approximately eight years post-implantation due to pain. During the procedure, brownish-gray fluid, staining of tissues, exposed greater trochanteric bone, partially detached gluteus medius, and trunnionosis were noted. The modular head was revised and a polyethylene bearing was implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.